Event description:
The patient complained of decreased performance. A company representative met with the patient to perform device eval. Programming adjustments were attempted. However, the problem was not resolved. Due to patient's mondini malformation, and programming challenges, the decision was made to explant the patient's device. Surgery to explant the device will be scheduled.